Event description:
It was reported that a physician's handheld device was freezing during interrogation and the physician wanted it replaced. A replacement handheld device has been sent to the physician and good faith attempts to obtain the old handheld device for product analysis are in process.